Event description:
Same case as: 2134265-2014-00999, 2134265-2014-01097. It was reported that the motor drive unit was unable to perform pullback. The 60% stenosed lesion was located in the non calcified lesion and moderate tortuous focal left anterior descending artery. The ilab motor drive unit was used in conjunction with a atlantis sr pro intended to visualize the lesion. It was noted that during procedure the motor drive unit was unable to perform pullback. Automatic pullback was attempted 3 times and manual pullback was performed once then lost image occurred. Procedure was completed with another with the same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned with the hub flaps appeared normal and a good click sound was heard during insertion into the mdu system. The telescope assembly was able to properly pull back, advance, and retract. No leaks were observed when the catheter was flushed during testing. During image characterization testing in the roller coaster model, a good square image appeared in the system and the product performed within specification. No issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as: 2134265-2014-00999, 2134265-2014-01097. It was reported that the motor drive unit was unable to perform pullback. The 60% stenosed lesion was located in the non calcified lesion and moderate tortuous focal left anterior descending artery. The ilab motor drive unit was used in conjunction with a atlantis&#10259;r pro intended to visualize the lesion. It was noted that during procedure the motor drive unit was unable to perform pullback. Automatic pullback was attempted 3 times and manual pullback was performed once then lost image occurred. Procedure was completed with another with the same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Age of time of event: (B)(6). (B)(4).